Event description:
The patient's right knee was revised due to loosening. There was a ts knee with a ps insert.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening of a triathlon stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection shows the device was returned in used condition but is overall unremarkable. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient information was provided for review. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The patient's right knee was revised due to loosening. There was a ts knee with a ps insert.